Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use and quality control data. A review of the device history record could not be performed as the lot number of the complaint device was not provided. A review of complaint history records for the complaint device lot could not be performed as the lot number was not provided. The instructions for use (IFU) provided with this product includes the following related warning: formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. Stent coil knotting is a known inherent risk of the device and is mentioned in the IFU as a possible complication. In this case, we have no information regarding any challenges encountered with the patient¿s anatomy or device placement or if any techniques were used to attempt straightening of the device prior to removal. The complaint device was not returned. As the part number was not known, a search of sales to the user facility was carried out for all universa firm stents for the time period 01jan2016-23apr2019 (the product has a 3-year shelf life). The facility has purchased 26 different part numbers from cook inc in the universa product range in 5,6,7 & 8 french sizes. In all french sizes, the customer purchased multi-length and fixed length products. It was not possible to identify which part number was used in this procedure based on the sales to the facility. A review of inspection criteria for the product line did not identify any anomalies. The conclusion of this complaint is that the failure mode is a known inherent risk of multi-length ureteral stents. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported after being indwelling for an unspecified length of time, the distal end of a universa firm ureteral stent tied itself in a knot and the stent could not be removed normally. The stent had to be removed percutaneously from the ureter through the kidney with an unspecified instrument. No additional consequences to the patient have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.